Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: jacc case rep. 2025 oct 29;30(34):105529. Doi: 10.1016/j.jaccas.2025.105529. Pmid: 41173619; pmcid: pmc12665862. Https://doi.org/10.1016/j.jaccas.2025.105529.

Event description:
Postinfarction ventricular septal rupture with thin membrane preventing cardiopulmonary collapse. This is a case study of 53-year-old man presented to the emergency department with progressive dyspnea, orthopnea, and paroxysmal nocturnal dyspnea over 3 days. Echocardiography showed a large ventricular septal defect on the basal inferior wall, with a thin septal membrane. This membrane had a small defect with left-to-right flow. Coronary angiography showed an occluded right coronary artery. A delayed patch repair and bypass graft were performed using multiple interrupted 2-0 ethibond sutures. Reported complications are: n=1; 53-year-old woman, owing to a right pneumothorax, treatment: chest drain insertion. In conclusion, postischemic ventricular septal rupture is a devastating complication of myocardial infarction, with a very high mortality rate with conservative treatment. Thin septal membranes can be used to facilitate scar maturation and definitive therapy with closure; in our case we noted no change over 2 weeks.